Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced overstimulation (described as shocking by the patient) at the ipg site shortly after engaging in a zip-lining activity. Reportedly, the patient was advised to turned the system off and was scheduled to have the system interrogated. Subsequently, surgical tervention was undertaken wherein the physician replaced the original scs ipg with an updated model to address the issue. Effective therapy was restored postoperatively and the issue resolved.